Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to flatten buttons dome switches. The device had cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the button is not responding. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.